Event description:
A second degree burn on the left knee. The consumer indicated that her symptoms lasted three months and resolved. Burn treatment by her physician included use of enzymatic debriding ointment (accuzyme) and wound debridement using curette (sharp debridement). Medical records received 2005 revealed the consumer experienced a second degree burn of the knee with necrotic tissue resulting in pain from debridement procedure. Event verbatim (preferred term) (related symptoms if any separated by commas) 2nd degree burns (burns second degree), blisters on knee (blister), burning-skin (knee) skin burning sensation, redness-skin (knee) (erythema), hurts, complaint of knee pain (pain of skin), left knee burn (thermal burn), left knee wound (wound), fibrinous exudate, positive fibrinous tissue (secretion discharge), positive necrotic tissue left knee wound (wound necrosis), granulation, wound granulation (excessive granulation tissue, complaint of pain and suffering from knee debridement (post procedural pain), positive induration (skin induration) skin fibrosis (skin fibrosis). A consumer reported that they, a female used thermacare pain relieving heat wraps, knee wrap 1 applic for 4 hours, 1/day for 1 day on 01-nov-2004 and reported the following: 5-6 blisters on knee beginning 01-nov-2004, burning muscolo-skeletal knee beginning 01-nov-2004, redness musculo-skeletal knee beginning 01-nov-2004. Treatment included: vitamin e. The case outcome was not recovered/not resolved. Past medical history included: drug allergy-drug hypersensitivity to aspirin, drug allergy-drug hypersensitivity to penicillin, medical history-arthritis, medical history-hypertension. Concomitant medications included: "taztia xt", coumadin, lipitor. Exact product used previously without incident: yes. No further information was provided. Dec 2004 received consumer's follow-up phone call: the consumer reported that she had second degree burns and had been seeing a plastic surgeon to have the area scraped every day. She mentioned that the area still hurt. Jan 2004 received consumer's follow-up phone call: the consumer reported that she continued to visit her physician every week. Feb 2005 received consumer's follow-up questionnaire and letter from physician: consumer's questionnaire: the consumer reported that she used the thermacare pain relieving heatwraps, knee wrap for 5 hours on 01-nov-2004 and experienced burning and blistering right away. She sought the advice of her physician who scraped her knee and prescribed silver sulfadiazine and accuzyme ointment to treat the symptoms. The symptoms lasted three months and resolved. Past medical history included: medical history-blood cholesterol, medical history-hypertension. Concomitant medications included: lipitor 20 mg, 1/day to treat cholesterol, "taztia xt" 360 mg, 1 /day to treat high blood pressure, clonidine 3 mg, 4/day to treat high blood pressure, toprol xl 200 mg, 1/day to treat high blood pressure. Exact product used previously without incident: yes, for one day in october. Other product used previously without incident: yes-unspecified heat product for pain relief. Physician's letter: the patient was seen in the office for medical treatment of left knee second degree burn. No further information was provided. The consumer reported that she visited her physician nine times and every time the physician cleaned and scraped the dead skin, the area hurt for a few hours. No further information was provided. 2004 physician visit: status post left knee burn two days ago. No pain, no bullae, no discharge. Assessment: second degree burn left knee <1% body surface area. Questionable superfiscial verses deep. No discharge. Plan: silvadene cream 1% twice daily. Return in one week. 2004 physician visit: diagnosis: second degree burn of the knee. Procedure: debridement of second degree burn of the left knee. Lidocaine jelly 4% for anesthesia. Patient prepped and draped with betadine 0.9% sodium chloride solution irrigation of wound. Pressure applied to control bleeding. Bacitracin cream applied to wound. Blood loss <5cc. Instructions : follow-up in one week. 2004 physician visit: assessment: left knee wound with fibrinous exudate. No discharge. Diagnosis: necrotic tissue left knee wound. Procedure: (informed consent) debridement of necrotic and subcutaneous tissue of left knee wound with currette. Lidocaine jelly 4% for anesthesia. Patient prepped and draped with betadine 0.9% sodium chloride solution irrigation of wound. Pressure applied to control bleeding. Bacitracin cream applied to wound. Blood loss <5cc. Instructions: follow-up in one week. 30-nov-2004 physician visit: assessment: no discharge. No erythema. Positive fibrinous tissue left knee. Second degree burn. Granulation. Diagnosis: necrotic tissue left knee wound. Procedure: (informed consent) debridement of necrotic and subcutaneous tissue of left knee wound with currette. Lidocaine jelly 4% for anesthesia. Patient prepped and draped with betadine. 0.9% sodium chloride solution irrigation of wound. Pressure applied to control bleeding. Bacitracin cream applied to wound. Blood loss <5cc. Instructions: continue silvadene cream and return in one week. 12-dec-2004 physician visit: assessment: positive fibrinous/necrotic tissue. No discharge. No erythema. Diagnosis: necrotic tissue left knee wound. Procedure: (informed consent) debridement of necrotic and subcutaneous tissue of left knee wound with currette. Lidocaine jelly 4% for anesthesia. Patient prepped and draped with betadine. 0.9% sodium chloride solution irrigation of wound. Pressure applied to control bleeding. Bacitracin cream applied to wound. Blood loss <5cc.